Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned and the investigation unconfirmed the alleged leak but confirmed for the inability to infuse and aspirate. A definite root cause for the reported event could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fluid leak and it was unable to aspirate and infuse. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. After further evaluation, the investigation unconfirmed the alleged leak but confirmed for the inability to infuse and aspirate. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fluid leak and it was unable to aspirate and infuse. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was returned for evaluation and the investigation identified a complete circumferential break. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.